Event description:
Boston scientific received information that during a routine device change out procedure the terminal pin of this right ventricular (rv) lead separated from the lead body when attempting to removed the lead from the pacemaker. The patient is pacer dependent and capture was lost for approximately ten seconds. Capture was able to be re-established via the pacing system analyzer (psa). This lead was surgically abandoned and a new rv lead was successfully implanted. The device was successfully explanted with the terminal pin remaining in the device header. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.